Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated-use testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during the drain in the middle of peritoneal dialysis therapy. The patient woke up with shortness of breath and the care giver (cg) could not find anything wrong. The cg had the patient end therapy and perform a manual drain. The patient drained 4321ml of a 2000ml fill. The patient felt fine and they were able to go to work in the morning. There was no patient injury or medical intervention associated with this event. No additional information is available.